Manufacturer narrative:
Health effect - impact codes: f15, f2303, f08. Type of investigation code: b15, b17, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting patient with 2 syringes of juvederm® voluma¿ with lidocaine in the upper cheek area. Two weeks later, patient was injected with juvéderm® voluma¿ with lidocaine in the chin and marionette lines. Approximately two months later, patient was injected with juvéderm® volbella¿ with lidocaine in the lower cheek area (bilateral). The next month, patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine in the corner of the mouth (bilaterally). Approximately 8 months and a half later, patient has a removal of a molar tooth on the left and was treated with antibiotics. The next month, patient notices initial appearance of a small swollen nodule on the left side of the jaw and in the area of the temporomandibular joint. A week later, patient seeks treatment at a dental office due to severe swelling in the lower jaw area (bilateral). The following week, patient had a CT of head/neck noting "pronounced, diffuse subcutaneous perimandibular horseshoe-shaped excess of soft tissue, measuring up to 13 mm, with no evidence indicative of an abscess." The next day, patient has a biopsy and swab collection under local anesthesia due to suspected infected foreign material previously diagnosed by CT. The next day, patient was treated with clindamycin pre diagnosis and a combination of tetracyclin and azithromycin. Two days later, patient was hospitalized with severe foreign body reaction in the resected specimens from the left cheek from below. No evidence of malignancy. The next day, blood worked performed and patient was released from hospital two days later with prednisolone regimen for 8 days with declining dosage starting at 50 mg. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00058 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2023-00112 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2023-00113 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2023-00114 (allergan complaint #pr (B)(4)). This MDR is being submitted for the fifth injection of suspect product, juvéderm® volift¿ with lidocaine.